Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the ratchet handle for the acetabulum screwdriver did not work. The ratchet mechanism did not work."